Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - pain related to the metal-on-metal bearing (mom) led to revision and subsequent removal of mom bearing and the exchange for ceramic on poly bearing.